Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received power loss, low battery, replace battery and power error. Customer¿s blood glucose level was unknown. Troubleshooting was done and power error detected did not recur within a week of troubleshooting. Customer stated that the internal power source in the pump is unable to charge. Customer stated that they again started receiving power loss, low battery, replace battery and power error. Insulin pump will not be returned for analysis.